Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call by customer's mother that the customer has been having issues with their reservoirs. They have been having issues with air bubbles as well. The reservoir has been difficult in allowing insulin to the infusion set. The customer was advised to call when she is having issues in order to troubleshoot. The customer's blood glucose was unknown.